Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricle oversensing due to post-paced t-wave oversensing. On (B)(6) 2018, the patient presented to the clinic and programming changes were performed which resolved the reported device behavior. The patient was in stable condition and would continue to be monitored.